Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was prescribed an MRI to look at the pump to see what position it was in. He thought he was going to have the pump restitched in because it was moving around. No symptoms were reported. The event date was "like about a month ago or longer," relative to (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional indicated that the pump revision has not been schedule yet as it is pending insurance authorization. The patient's weight was not provided. No further complications were reported.